Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted for sepsis. The implantable pulse generator (ipg) device and leads were explanted due to infection. Antibiotic treatment was necessary. No further patient complications have been reported as a result of this event.